Manufacturer narrative:
Resolved by building services; system operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system switches off during examination; possible power supply issue on a azurion 5m20. The clinical use of the system was in use. There was no reported patient or user harm.